Event description:
The ureteral balloon dilator was advanced over wire, positioned with fluoroscopy in left distal ureteral orifice. The practitioner attempted to inflate balloon. The syringe read 16 cm but there was no contrast in the balloon. The syringe was aspirated back, the connection was examined. An attempt was made to inflate it again but the balloon popped before 10cm of pressure was placed. A second four cm balloon was inflated to 16cm pressure but did not appear to fully inflate. A six cm rent and stone were seen. The practitioner removed the stone and placed stent.